Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added codes to h6: component code, type of investigation, investigation findings, and investigation conclusions. The device was not returned. An image evaluation was performed on a 3mensio provided and the following was observed: calcification present within the patient's annulus. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as neither the complaint device nor applicable imagery was provided. However, reviews of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Furthermore, no abnormalities were reported during device unpacking or preparation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve (thv) delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, "the 26mm commander delivery system balloon ruptured during valve deployment upon full inflation. The delivery system was pulled back to abdominal aorta and the implanter found it difficult withdrawing in the esheath+". Per 3mensio review, calcification was present withing the patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No device or labeling problem was identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the 26mm commander delivery system balloon ruptured during valve deployment upon full inflation. The delivery system was pulled back to abdominal aorta and the implanter found it difficult withdrawing in the esheath+. The left femoral arterial access sheath was upsized to an 18f dryseal, the commander delivery system nose cone was snared and pulled onto left side and removed after balloon catheter was cut on delivery system at y connector. The valve appeared fully deployed and with no gradient or pvl noted. Both groin and arterial accesses were closed surgically. Patient was reported as stable and transferred to pacu moving all extremities.